Event description:
The filter that connects to the anesthesia machine cracked, broke. Tech's report it happened before connecting circuit, while the circuit's were being connected, during a case while adjusting circuit.